Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
When it came to inserting the exeter stem, it was eight minutes in to cementing. The stem was not yet in position and the cement went off. As a result the stem and cement had to be removed. When it came to inserting another stem the smooth centraliser was dropped on the ground. Another centraliser was offered however the surgeon declined and decided to insert this stem without a centraliser against our recommendations. There were no adverse consequences to the patient. There was no extended operating times as a consequence.

Manufacturer narrative:
Corrected data: no device available for return. An event regarding cement setting time involving an exeter stem was reported. Conclusion: the event description states "the stem was not yet in position and the cement went off. As a result the stem and cement had to be removed". The information was received from the sales rep where the surgeon acknowledged that he inserted the stem too late. Based on the provided information, there is no issue with setting time for the product reported in this investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
When it came to inserting the exeter stem, it was eight minutes in to cementing. The stem was not yet in position and the cement went off. As a result the stem and cement had to be removed. When it came to inserting another stem the smooth centraliser was dropped on the ground. Another centraliser was offered however the surgeon declined and decided to insert this stem without a centraliser against our recommendations. There were no adverse consequences to the patient. There was no extended operating times as a consequence.